Event description:
Caller states the patient tested 7.8 inr on the coaguchek system and 5.6 inr on a comparison lab. Coumadin was held for 2 days, however no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: glimepiride - 8mg; acetaminohen; lanoxin - .25mg; lunesta - 2mg; lyrica - 600mg; metformin - 2000mg; polyethylene glycol - 17g w/8oz daily; potassium chloride - 40 meq; silver sulfamethoxazole - 80-160mg; furosemide - 50mg; tricor -145 mg; warfarin - 1mg/2mg/5mg; silver sulfide - 1%cream.